Event description:
It is reported that the surgeon feels there is too much play in this instrument and has the potential to cause improper rotation resulting in malposition.

Manufacturer narrative:
This report will be amended when our investigation is complete.